Manufacturer narrative:
Eval results: optical inspection of the returned leads revealed broken wires at approx 13.0cm from the stimulation ends. The other lead had broken wires at approx 9.5cm from the stimulation end. The broken wires in the lead bodies were consistent with the overstress conditions the leads were subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-06111, 02446.